Manufacturer narrative:
(B)(6).the device was received for evaluation. A visual inspection found missing green pump door, worn recessed feet and enclosure paint scratched. Functional testing passed. The cause of the condition could not be confirmed because pump door was not returned for evaluation; however, the threaded holes on the top were inspected and they were not stripped. Therefore the reported problem is not confirmed. The green pump cover and two shoulder screws was replaced during the service refurbishment process. A service history review revealed no indication that the parts replaced caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 main compounder module had stripped screws on the green (pump) door. This was identified during an unspecified process step. There was no patient involvement. No additional information is available.